Manufacturer narrative:
Thermogard xp ivtm system sn (B)(4) was evaluated by zoll service technician at customer site. The customer reported complaint of the system exhibiting tcmid:05 errors was not confirmed during initial functional testing but was confirmed during archive review. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. Unrelated to the reported complaint, small saline spill was observed by airtrap assembly and a loose cable connection to the prime switch. Event log shows tcmid:05 occurred on the reported event date, thus confirmed the reported complaint. Following the repair, the thermogard was tested for 3 hours in warming and cooling modes and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was used for ivtm therapy. During the cooling phase console displayed a tcmid:05 (coolant diif failure) error message. User was able to clear the error and continue the treatment by rebooting the console. Second time the tcmid:05 (coolant diif failure) error message appeared during the controlled re-warm phase when the patient had reached 36.4 degree celsius. Console was rebooted several times, however tcmid:05 error persisted and according to the reporter, the patient had to be passively rewarmed. There was no impact to the patient as a result of the reported issue.